Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped its longevity from 7 months to elective replacement indicator (eri) in a span of 2 months. Boston scientific technical services (ts) reviewed and noted last capacitor reform with charge time of 19.6 seconds. A request was made to have data from this device analyzed. Data analysis confirmed device depleting normally. The device declared elective replacement indicator (eri) due to 2 high voltage charges in excess of 15 seconds. Additional information was received indicating that this device was explanted for an unknown product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped its longevity from 7 months to elective replacement indicator (eri) in a span of 2 months. Boston scientific technical services (ts) reviewed and noted last capacitor reform with charge time of 19.6 seconds. A request was made to have data from this device analyzed. Data analysis confirmed device depleting normally. The device declared elective replacement indicator (eri) due to 2 high voltage charges in excess of 15 seconds. Additional information was received indicating that this device was explanted for an unknown product performance anomaly. No additional adverse patient effects were reported.